Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as ¿ate food from outside¿ (no further detail was provided). The patient was not hospitalized for the event. One day after onset, the patient began treatment for the peritonitis with injection (inj.) Vancomycin (ip-intraperitoneally, 1 gram, once a day), inj. Amikacin (ip, 250 milligrams, once a day) and inj. Ceftazidime (ip, 2 grams, once a day). At the time of this report, the antibiotic treatments were ongoing and the patient was recovering. Dianeal therapy was ongoing. No additional information is available.